Event description:
The customer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2021. Confirmation testing done at a local pharmacy on (B)(6) 2021 generated postiive results. The customer was reportedly symptomatic. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance as the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.